Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the cgm displayed transmitter not found. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the transmitter was not found was confirmed by the findings of a pairing failure via log review. A root cause could not be determined.